Manufacturer narrative:
(B)(4). The customer returned one used sample of product code 2c8519, lot r10h23060, for evaluation. The sample arrived out of the pouch primed. Visual inspection confirmed that the two piece luer was broken in half. Closer visual inspection under a microscope showed that, the two piece male luer was broken in half at the inlet port. Closer visual inspection of the luer inlet housing showed additional surface damage near the inlet port and tubing bond area. The two piece male luer appears to have sustained some sort of trauma which caused complete breakage. An assignable root cause could not be determined. A batch review was performed on the reported lot with no deviations found. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted.

Event description:
The customer reported to corporate product surveillance of a clearlink continu-flo solution set that was connected to a PICC line at the distal end of the set. The plastic piece with retractable collar of the luer lock broke off and the other piece stayed on. The incident occurred during patient use on (B)(6) 2011. There was no patient injury or medical intervention reported. No additional information is available.